Event description:
It was reported by service report that the unit has a button that is stuck causing the fowler to constantly ascend. It is unk if there was pt involvement or if there are adverse consequences to report.